Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 3.50x24mm promus element¿ drug-eluting stent was implanted to the target lesion. However, the physician noted a dissection at the proximal end of the previously implanted stent. A 3.5x12 promus element stent was then used to cover up the dissection and the procedure was completed. No further patient complications were reported and the patient was doing well.